Event description:
It was reported that the patient wanted the manufacturer¿s support in getting a new implant and they wanted the nerve damage caused by the implant being in their body too long to be resolved. The patient¿s health care provider (hcp) cut a blood vessel and a nerve was cut, and then the patient went back to say it was related to the implant being in their body too long. A wire had also come loose some time ago and the patient did not report when it happened or what might have caused it. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that a procedure had been set up but the healthcare provider (hcp) office called the day of the procedure to tell her that her insurance denied coverage. The patient had gone to the emergency room (ER) and sonogram was performed. She went to the ER on (B)(6)-2015 regarding swelling and pain at the implantable neurostimulator (ins) site. The patient was trying to find a hcp to remove the device. The issue had been occurring since (B)(6)-2015. The patient also had a lot of pain in the hip and constant spasms on the left side and down the arm. She dropped a lot of things and sometimes would fall. It was hard to sit down and hard to lay on her back because of the pain and swelling. It was occurring intermittently. It was noted that they also did ultrasounds in the ER because they thought it was an abscess but there were no abscess and it was the issue around the device itself that was all swollen and causing her pain. It was noted that the device had reached end of service (eos) and she had made plans for a device replacement with a doctor. It was noted that the patient had insurance problems.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. (B)(4).